Manufacturer narrative:
Investigation - evaluation: the complaint device was not returned for evaluation. However, during the course of investigation, a review of the complaint history, documentation, drawing, instructions for use (IFU), quality control (qc) and trends was conducted based on the information provided by the user, an 18 fr. Kcfw sheath was placed in the right iliac artery while a 20 fr. Xvcfw introducer was attempted to be placed in the left iliac artery. The physician was not able to advance the sheath to the appropriate location, so the procedure was aborted. During removal of the 20 fr sheath, contrast was seen outside the vessel wall showing that the vessel was damaged. Two 13mmx74 iliac legs were implanted to seal the leak. Upon visualization with a contrast injection post implant the leak from the left iliac remained. There was difficulty removing the deployment sheath so the physician decided to do an open repair of the aneurysm.' It was also noted that the physician was aware that the patient had small access vessels prior to the procedure. Sufficient manufacturing controls are in place to ease insertion of the device. Per quality control incoming inspection, the outside diameter is verified and the surface is checked for smoothness, bumps, tears, excessive waviness, kinks or any type of surface imperfection. Furthermore, quality control personnel confirms the correct type and outside diameter of sheath tubing and confirms the distal end of sheath tubing is sanded smooth, including a smooth transition between sheath and dilator. The supplied instructions for use states under precautions: "when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position" and "do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." It is also noted in the how supplied section that "upon removal from package, inspect the product to ensure no damage has occurred detection activities are in place. Without the complaint device available for evaluation, a definitive root cause is difficult to determine; however, it is possible that the patient's small access vessel size attributed to this event. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events per the quality engineering risk assessment (qera), the addition of this event does not change the conclusion that no further action is required.

Event description:
During a aaa fenestrated graft placement procedure on a (B)(6) female patient, after dilating the right iliac and unsuccessful placement of a 20 fr sheath an 18 fr sheath (MDR# 1820334-2015-00201) was placed in the right iliac. On the left side they attempted to place a 20fr, but were unable to advance the sheath proximal enough to place the fenestrated graft. At this point the decision was made to abort the graft placement. As the 18fr sheath was being removed, the right iliac was injured (MDR# 1820334-2015-00201) and a 13 mm 107 mm iliac leg was implanted and extended with another 13 mm x 90 mm iliac leg. An attempt to place a 20fr sheath on the left was unsuccessful. Upon removal of the 20fr sheath on the left side, the iliac artery was injured also and a 13 mm x 74 mm iliac leg was implanted. There was still contrast outside the vessel and a second 13 mm x 74 mm iliac leg was placed. Contrast was still visible outside the vessel and the decision was made to do an open repair. The deployment device and sheath were unable to be removed from the left iliac at this time but were successfully removed post open repair. New information received 10mar2015 states: small access vessels, dilated and placed sheaths unable to advance sheaths so the decision was made to absort case. Upon removal of the 18fr sheath from the right groin the patients iliac artery was visualized under fluoro with contrast outside the vessel lumen. A 13 mm x 107 mm iliac leg and a 13 mm x 90 mm iliac leg were implanted to seal. Upon removal of the 20fr sheath from the left iliac the artery was visualized in the same manner and contrast was seen outside the vessel lumen. A two 13 mm x 74 mm iliac legs were implanted to seal the leak. Upon visualization with a contrast injection post implant the leak from the left iliac remained. There was difficulty removing the deployment sheath so the physician decided to do an open repair of the aneurysm. Per phone conversation with the district manager on (B)(6) 2015: "prior to case, there was discussion with physicians indicating that they were aware of the patients small iliac which could cause complications." The patient was required to have open abdominal aneurysm repair with bilateral iliac artery bypass and bowel resection due to loss of blood supply from the open surgery due to this occurrence. The patient was required to have a bowel resection due to loss of blood supply from the open surgery which caused adverse effects.

Manufacturer narrative:
(B)(4). The event is currently under investigation.